Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had total right hip arthroplasty on (B)(6) 2002. Doctor informed that patient had hip reduction approximately 3 months ago. Rep reported that the reason for reduction is unknown, and that x-rays, medical records and further information beyond what has been provided is not available due to hospital policy.